Event description:
It was reported that during a thoracic procedure, device would not staple. During use on the pulmonary artery, the stapler did not staple and remained closed on the artery. It could be opened with difficulty. There was a bleeding, but no transfusion required. End of the procedure by resection-anastomosis. No patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.